Event description:
It was reported that there was post pace t-wave oversensing (twos) on the right ventricular (rv) lead. Different sensing vectors were tried and blanking was adjusted but the twos continued. The device was explanted and replaced by a device that could correct the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead: (B)(6) 2014; 5076, implantable pacing lead, (B)(6) 2014. (B)(4).